Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported a sns test was being done and it was stated the device for pain caused partial paralysis on the right side. It was stated the patient had prongs from pain stimulation and a granuloma. It was noted the patient had a fall in europe. The device was explanted on (B)(6) 2010. No further complications were reported.